Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the doctor was using a quadrant retractor for a femur biopsy. The doctor requested a threaded guidewire to place dilator tubes. While attempting to place the threaded guidewire using a stryker drill into the bone, the tip of the guidewire broke. The broken portion was able to be removed without any incident and did not cause any adverse condition/injury to the case or patient.